Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, e2, e3, g3, g6, h2, h4, h6 and h10. Multiple documented attempts to obtain additional information from the user facility regarding the reported event have been unsuccessful. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the malfunction of the power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded what was expected. The subject device within this report was manufactured prior to a design change that was implemented to improve the durability of the power switch.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the device onsite. The fse confirmed failure of the power switch and replaced the switch to resolve the problem.

Event description:
A user facility reported to olympus that the power button was stuck and could not be pushed in. There was no patient injury or harm, associated with the problem, reported to olympus.